Event description:
It was phoned in by the rep that a tsg45 was used during a laparoscopic gastric bypass procedure with roux-en-y. It was reported that the staple line leaked and dehisced. The pt has expired. There are more details to follow.